Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Reference MFR. Report number: 3006705815-2019-02010 . It was reported that patient experienced ineffective stimulation. Imaging revealed that both leads have migrated. As a result, surgical intervention may be pending to address the issue.

Manufacturer narrative:
A patient experiencing ineffective stimulation was reported to abbott. The leads were explanted and replaced. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference MFR. Report number: 3006705815-2019-02010. Additional information received that patient underwent surgical intervention where in the leads were explanted and replaced. Therapy restored post-operatively.

Manufacturer narrative:
Corrected data: the explant date has been corrected.

Event description:
It was reported that these leads were explanted and replaced on (B)(6) 2021 to address lead migration. It is inferred that the procedure from (B)(6) 2019 was a lead repositioning procedure and not a lead replacement procedure as current data records show that no leads were implanted on that date.